Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination of the lead revealed no anomalies with the exception of procedural damage. Additionally, electrical testing was performed and there was no indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. The physician attempted to reposition the rv lead multiple times, however, the high impedance measurement remained. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.